Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does boot and charge after receiver reassembly. Functional test will not be performed due to receiver having been opened. Performed voltage test and passed. A pairing test was performed and passed. Pass. A review of the downloaded receiver log showed signal loss in the data log. The customer's complaint was confirmed because a "loss of connection" gap was present in the log. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of conncection could not be confirmed. A root cause could not be determined.